Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm, rewind anomaly and excessive no delivery alarm noted. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error, unspecified pump alarm and rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that the motor stopped working and stopped delivering insulin. The customer was unable to complete pump rewind due to pump alarm. The customer reported that they had high blood glucose due to pump issues. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis